Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the right ventricular (rv) lead bipolar impedance trend was increasing to high and undefined measurements. It was noted that the rv lead had an increase to high threshold measurements. It was also noted that the left ventricular (lv) lead had an impedance warning due to low impedance measurement. It was further reported that the lv lead exhibited an increase to high threshold measurements. Reprogramming was done, and both leads remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Continuation of d10: dtmb2d1 crtd implanted: (B)(6) 2025 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.